Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to press the button using the tip of their finger firmly and was advised on backup therapy to ensure uninterrupted insulin delivery. Despite the pump display turning on, the button continued to be difficult to press, leading to the decision to replace the pump. Technical support confirmed the warranty and shipping details, and the caller was requested to return the problematic pump with a pre-paid label.